Manufacturer narrative:
Analysis confirmed the reported event; the stylus and cursor do not align. The connection between the overlay and printed circuit board was reseated and the stylus calibrated. Software was reloaded, reconfigured, and updated. Electrical circuit boards and mechanical parts were inspected. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user attempted to calibrate a stylus with the programmer several times, with several new styluses, but after a couple months, the stylus was unable to be used. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.